Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ligasure was difficult to unlock and had to be pulled to get it opened. As reported, the surgery was able to be completed with a different device. There was no patient injury or medical intervention and extended procedure time reported was five minutes. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was reported the facility did not save the device. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - grasping on to too much or inappropriate tissue types (i.e. Bone) or grasping on staples, etc. - jaw trigger (handle) activation mechanism is damaged. - tissue build-up, eschar the instructions for use (IFU) state: - do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficultly opening the jaws or unintended injury to the user or patient. - open the jaws by squeezing the handle until it unlocks, then push the handle completely forward. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened. Updated section b5, executive summary.

Event description:
It was reported the ligasure was difficult to unlock and had to be pulled to get it opened. As reported, the surgery was able to be completed with the device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.